Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server , users are unable to access station and server. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction information: section e initial reporter addr 1 and initial reporter city a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the app server had difficulty connecting to the database server due to an sspi context error. A technical support specialist contacted the customer by phone and email, created a product support engineering (pse) consult and followed the recommendation to complete knowledge article sql ssms error cannot generate sspi context when connecting to instance with the customer. The specialist identified time service event ID 1 and 4 errors on both the application and report servers and scheduled a complete server reboot. Before the reboot, the structured query language (sql) maximum server memory settings were adjusted on the database server and on the report server as per deployment guides. Additionally, the report server¿s c drive was increased from 60 gb to 80 gb to meet configuration requirements. After these actions, the system was monitored, and the customer confirmed that the issue did not recur. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported when using the bd pyxis¿ es server, users are unable to access station and server. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.